Event description:
Pt reported obtaining a blood glucose result of 307 mg/dl, while using the suspect device. Pt indicated that, less than 5 minutes later, blood glucose was retested on a physician's device with a result of 131 mg/dl. No pt injury was reported and no treatment was received. Valid quality control testing was not performed on the device (pt's control solutions were expired). Technical support requested the return of the suspect product and replacement product was shipped.